Manufacturer narrative:
The voluntary report does not identify the name or the contact information of the patient or the doctor. Device evaluation cannot be carried out since the serial number and the site where the surgery was performed is unknown.

Event description:
A patient submitted voluntary report mw5114498 and reported the following: "I had a lasik procedure performed and developed ctk in both eyes which resulted in an inability to drive, read, or perform my desk job".